Manufacturer narrative:
Event summary: the patient data files showed at least fourteen applications were performed with catheter 2af284/ 06279-(B)(4) without any issue on the date of the event. Data files do not record broken luer issue. Visual inspection of catheter 2af284/ 06363-(B)(4) showed that the push button luer was broken. Smart chip verification indicated the catheter was not used. The catheter passed electrical integrity test and the performance as per specification. In conclusion, the reported issue (broken luer) has been confirmed through testing. The catheter failed the product returned inspection due to broken push button luer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the y-connector was unable to connect to the balloon catheter due to a broken luer. The balloon catheter was replaced with resolve, and the case was completed with cryo. No patient complications have been reported as a result of this event.